Event description:
It was reported that a patient underwent a procedure with a thermocool® smart touch® sf bi-directional navigation catheter and the biosense webster, inc. Product analysis lab observed a hole on the pebax. Initially it was reported that there was a force sensor error. The issue occurred after the catheter was inserted into the patient¿s body, when 0 of contact force was performed. The cable was changed but the issue continued. The issue was resolved by changing the catheter to another one. The procedure was completed without patient's consequence. The force issue was assessed as not MDR reportable. The potential risk that it could cause or contribute to a serious injury or death to the operator or patient was remote. The biosense webster, inc. Product analysis lab received the device for evaluation and per the evaluation completion on (B)(6) 2022 there was reddish material observed on the pebax and a hole was observed. The hole on the pebax was assessed as MDR reportable. The awareness date for this reportable lab finding was 12-jul-2022.

Manufacturer narrative:
Initial reporter phone: (B)(6). The bwi product analysis lab received the device for evaluation on 24-may-2022. The device evaluation was completed on (B)(6) 2022. The device was returned to biosense webster for evaluation. Visual inspection and screening test of the returned device were performed following bwi procedures. Visual analysis revealed reddish material was observed on the pebax, a hole was observed. The magnetic and force feature were tested and no errors were observed. The force values and the vector were observed within specifications. The evaluation determined that the cause of pebax damage failure cannot be established. The event described as force issue was unable to be duplicated during the product investigation. However, the blood found inside the pebax area may be contributed to the force issue reported. A manufacturing record evaluation was performed, and no internal actions related to the reported complaint condition were identified. The instructions for use contain the following information that should be considered: to ensure accurate force readings, verify that the force reading is near zero when the catheter is not in contact with tissue. If the force reading is not near zero when the catheter is not in contact with tissue, perform zeroing. Regarding the additional finding observed, the instruction for use contains the following information: in order to prevent damage to the catheter tip, use the insertion tube supplied with the catheter to advance or retract the catheter through the hemostasis valve of the sheath. As part of biosense webster's quality process, all devices are manufactured, inspected, and released to approved specifications. This product issue will be addressed through bwi's quality system. Manufacturer's reference number: (B)(4).